Event description:
Patient participated in a successful trial phase in march 2023 and was then implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower back pain. The system was activated on 27sep2023. In march 2024 the patient requested to have the system removed due to inadequate pain relief. No troubleshooting was able to be performed and no imaging was taken prior to removal of the system. A full system explant took place on (B)(6) 2024 per patient request.

Manufacturer narrative:
During programming sessions the patient was noted to display some emotional instability while interacting with nalu representatives. Patient appointment notes state that behavior is erratic and unpredictable, including refusal of services, no-show for appointments, and arriving to clinic without appointments. There was approximately a five month gap between completion of the trial phase and implantation of the permanent system due to the patient rescheduling multiple times. It is possible that the permanent implant was not placed in the exact location of the trial system due to the prolonged gap. It is more likely that the patient dissatisfaction is related to patient's mental state and instability.